Event description:
It was reported that there was apparent loss of capture of the atrial lead. A new atrial lead was placed and the old lead capped no patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.